Event description:
It was reported by service report that the cot was damaged in an elevator going into the facility. The base tube and litter support bracket were broken. No pt involvement or adverse consequences are reported. See scanned page.

Manufacturer narrative:
Litter support bracket, base tube.